Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a cassette not attached error. The event occurred during testing. There was no delay in therapy. There was no physical damage and no customer damage reported. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
D9: device received as of 30-may-2024. H3/h6: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was bubbled and the upstream occlusion (uso) seal was worn. Service history review identified that the device has not been serviced within the review period. Review of the event history log was not applicable. The customer's reported problem was duplicated through functional testing. The cause was determined to be the damaged latch lock flex. The latch lock flex was replaced, along with the dso and uso seals.